Manufacturer narrative:
(B)(4). The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the lot history records did not show any anomalies during the manufacturing process. At this time this complaint is considered to be closed, should the product be returned at a later date, this complaint will be re-opened and an investigation will be performed.

Event description:
As reported by the ous affiliate, a perforator did not disengage and lodged in the skull. Using cutting burrs, a bigger hole was made to extract the perforator.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The perforator was visually inspected. There was damage to the device. There was a scratch on the drill and damage to the blue sleeve. Functional testing was then performed. A series of holes were drilled without issue. A review of manufacturing records found no discrepancies when the device was released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported in (B)(4) that the device would not be returned. However, the device was returned for evaluation. Upon completion of the investigation a followup report will be filed.